Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 28-jan-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. The cartridge lot could not be tested as the lot expired on 19-jun-2025, prior to the communication of the issue by the customer on 20-nov-2025. No deficiency has been identified for ctni cartridge lot s24323.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 20-nov-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false negative result on a patient. There was no patient information, collection/test times, nor details the surrounding the event at the time of this report. Return product is not available for investigation. (B)(6). The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults)